Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for another lens model 06 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complication of iol. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated there was no patient harm. Additional information received and reported that the intraocular lens (iol) was exchanged for the other lens model but three and half diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Additional information was provided in b.2.,b.5.,h.3 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).